Event description:
It was reported the rigid video laparoscope experienced flickering image, and the cable has a cut in it. The issue was found during service maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage light guide fibers of the charged coupled device (r-unit) and internal body of the r-unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: light guide fibers of the r-unit found damage is caused by a component failure of the light guide bundle and the internal body of the r-unit found damage is caused by a component failure of the inner tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.